Event description:
Customer reported that he received a no delivery alarm while trying to deliver a bolus. Customer stated that he checked the bolus history and the insulin pump delivered 5.7 units out of the 6.3 units of the bolus programmed. The customer had done a complete infusion set and reservoir changed the day before. During troubleshoot he changed the infusion set and stated the cannula was not bent. He was advised to disconnect at the quick release and perform fixed prime; insulin did exit. He thinks when he was reading and he sat down may have caused the alarm. Customer mentioned that he takes blood pressure and cholesterol pills and about twice a month he gets very bad perspiration. Blood glucose value was 92 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.